Event description:
Reported by the complainant as follows: rep called (B)(6) yesterday to report possible bleeding with an fms balloon inflated to 145 cc. Patient was on (B)(6) unit of hospital. (B)(6); nurse clinician given as contact. Message left for clinician yesterday morning and this morning to contact (B)(6). Message left for rep and clinician again on (B)(6). (B)(6) returned call this morning. She does not have information needed. Gave phone number for nurse manager (B)(6). Left message for (B)(6). Several attempts to have complainant nurse return our calls have not been successful. Therefore, in the need to err on the side of caution and due to the paucity of detail, the event is deemed serious because bleeding was reported. No further detail was given. From a clinical perspective, a causal relationship between the device and this event is deemed possible because there is a temporal associated between it and the rectal vault. It is of note however, that the balloon was reported to have been overfilled by 100 cc.

Manufacturer narrative:
Reported to the FDA on (B)(6) 2011.